Event description:
An ocd employee was performing reseach testing with the ortho provue analyzer. The employee reported that the analyzer did not identify 4 weak positive antibodies.

Manufacturer narrative:
An ocd employee was performing reseach testing with the ortho provue analyzer. The representative reported that the analyzer did not identify 4 weak positive antibodies. The user reported that 4 samples displayed weak positive reactivity upon visual interpretation that were interpreted as negative by the analyzer. The user forwarded images of the questioned results. Complaint could not be confirmed with the info provided. An ocd field engineer arrived on site and adjusted the sample camera, the gripper, and created a new reference image returning the anlayzer to expected operation. The user reported that the analyzer is functioning as expected concerning interpretation of weak antibodies. This user does not report clinical result. Erroneous results were not reported as a result of this incident. The user was performing testing with prototype reagents and samples intended to display weak reactivity. If this incident had occurred at a customer site, erroneous results may have been reported.